Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch verio iq meter was not holding charge. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist (mss) was unable to reach the patient to obtain additional information. The reporter stated that the alleged power issue first occurred on (B)(6) 2014. It is not known how the patient manages their diabetes, nor if they made any changes to their diabetes management routine as a result of the alleged power issue. The patient stated that an unknown period of time after the product issue had occurred they developed symptoms of ¿sweating, dizzy, starving and blurry vision.¿ it is not known whether the patient associated these symptoms with a high or a low blood glucose excursion, nor if they sought any medical treatment as a result of this. The patient was unable to provide any further information. At the time of troubleshooting the cca noted that there was no misuse of the product, and the issue of the meter not holding charge has been a recurring issue. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of severe injury after the alleged power issue began.